Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the neurosurgeon of the patient felt the workings of the anti-siphoning device within the valve were not working. According to the reported, the patient's mother thought that the patient was over-draining when they were upright during the day as they became symptomatic during those times. Reportedly, the patient seemed to feel better when they were lying down, thus they believed that the device they were leveraging possibly wasn't working related to the siphon control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was not working for the patient so a new shunt from another manufacturer was used to replace it. However, the patient was still experiencing chronic over-draining.